Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that a mr290v vented autofeed humidification chamber was overfilled before patient use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in china that a mr290v vented autofeed humidification chamber provided with a rt380 adult dual-heated evaqua2 breathing circuit overfilled before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4), method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that a mr290v vented autofeed humidification chamber overfilled before patient use. Conclusion: without the complaint device, we are unable to confirm that the humidification chamber overfilled or to determine a possible root cause. The mr290v vented autofeed humidification chamber is designed with both a primary and secondary float system. If there is a malfunction of the primary float system the water may rise above the maximum water level line however the secondary float system is designed to prevent any further overfilling. Mr290v vented autofeed humidification chambers are functionally tested during production. Any chamber that fails is rejected. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit specifies in the warning section "do not use the chamber if the water rises above the maximum water level line" along with a diagram directing the user to check the water level on the chamber. A written description of the meaning of the symbols used is also included in the user instructions. It also states the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section d4: expiration date added. Section d4: UDI details updated. Section g1: contact person updated to mr. (B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that a mr290v vented autofeed humidification chamber overfilled before patient use. Conclusion: without the complaint device, we are unable to confirm that the humidification chamber overfilled or to determine a possible root cause. The mr290v vented autofeed humidification chamber is designed with both a primary and secondary float system. If there is a malfunction of the primary float system the water may rise above the maximum water level line however the secondary float system is designed to prevent any further overfilling. Mr290v vented autofeed humidification chambers are functionally tested during production. Any chamber that fails is rejected. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit specifies in the warning section "do not use the chamber if the water rises above the maximum water level line" along with a diagram directing the user to check the water level on the chamber. A written description of the meaning of the symbols used is also included in the user instructions. It also states the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in china that a mr290v vented autofeed humidification chamber provided with a rt380 adult dual-heated evaqua2 breathing circuit overfilled before patient use. There was no patient involvement.